Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 320 mg/dl. The customer had no symptoms of high blood glucose. Customer treated with bolus delivery. Customer's blood glucose value was 496 mg/dl at the time of the call. Customer reported that the high blood glucose levels began on (B)(6) 2017. Troubleshooting was performed. There were no leaks or air bubbles. There were no site or insulin issues. The device settings were correct. After troubleshooting, it was found that customer had not bolused the entire day.